Manufacturer narrative:
Other text: h3: one cadd cassette reservoir from part number 21-7302-24, lot number 3971697 was received in used condition without its original packaging. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. Per visual inspection on the unit it was confirmed that the pump tube was arched. The issue was caused because the production personnel did not detect that the arch tube was out of specification.

Event description:
Information was received indicating that during pre-test, the customer noticed that the smiths medical cadd cassette reservoir tubing was not properly seated in the guide groove, which caused an alarm sound. No patient was involved in this event. No adverse effects were reported.